Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11492r20, implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: j11492r20, ubd: 25-mar-2005, (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 28-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via two manufacturer representatives (rep) regarding a patient receiving morphine (18.0 mg/ml, unknown dose), bupivacaine (9.6 mg/ml, unknown dose) and clonidine (493.9 mg/ml) via an implantable pump for spinal pain, non-malignant pain and peripheral neuropathy. On (B)(6) 2018, the patient had their pump replaced due to end of service (eos). Initially, the surgeon could not draw back on the catheter, so they ordered a catheter dye study. During the dye study, the surgeon found dye contrast leaking at the sutureless connector to pump connection site. The surgeon then removed the sutureless connector from the pump and cut it from the catheter. They then replaced it with a new 8578 sutureless connector. When the surgeon reconnected and tested, they found leaking at the sutureless connector (8578) to catheter connection site. The rep stated that the pin connection came loose during the dye study and was releasing dye. The rep stepped out of the operating room to obtain information requested by the surgeon and when they returned, the decision had been made to completely replace the catheter so they were in the process of flipping the patient for catheter replacement. The cause of the leaking from the old sutureless connector to pump connection was unknown. The cause of the leak from the new sutureless connector to the existing catheter connection was unknown, however, the rep assumed it was improper connection. They did not believe the surgeon pulled the clear plastic sheath over the connection, however, the rep could not be sure as the new sutureless connector had been removed when they returned to the or. There were no reported patient symptoms.